Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition and false episode. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of oversensing was confirmed. A complete lead was returned in two pieces. Visual examination of the distal portion of the lead found full breached outer insulation degradation exposing the outer coil located at the proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil at the degradation region. No other anomalies were found.